Event description:
The pt was revised because the component was oversized.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event, but rather the size of the implant originally chosen for the pt was not optimum. The need for corrective action was not indicated.